Event description:
It was initially reported that the device was "discarded-not used". Through follow-up with the health-care provider, it was learned that the device was explanted after an implant duration of zero days, due to a sizing issue, as the device was "too large". The patient was taken off bypass before being put back on bypass to replace the ring with a smaller size.

Manufacturer narrative:
Device not returned.this information was learned through implant patient registry. Through follow-up with the health-care provider, a response and a copy of the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.